Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported infection, wound dehiscence, and bloody fluid discharger could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of infection, wound dehiscence, and bloody fluid discharge cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, "infection" and "dehiscence" are documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on all information received for this investigation, the conclusion code of known inherent risk of device has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. At a routine follow up appointment, a little bit of fluid, that appeared to be dried blood, came out. The incision opened up and the tubing was exposed. A new malleable penile prosthesis was implanted.